Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous and moderately calcified eccentric, 90% stenosed, de novo lesion in the right coronary artery. The 2.0x15 mm mini trek balloon dilatation catheter (bdc) was advanced without resistance to the target lesion for pre-dilatation and during the third inflation at 10 atmospheres the balloon ruptured. The bdc was removed without resistance and replaced with an unspecified trek bdc. The procedure was completed with deployment of a xience alpine stent. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.